Manufacturer narrative:
No device/components have been returned to the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having issues loading an exam. The site stated this happened with multiple discs. The cd cable was reseated and at one point the system loaded one of the exams, but it was not functioning consistently. There was no patient present.

Manufacturer narrative:
Initial reporter name and occupation corrected to proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An exam disc was received by technical service (ts) and they were unable to replicate the issue.